Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Manufacturer narrative:
It was reported that surgeon does not believe this to be a device problem. It was reported that no explants nor additional information are available for evaluation.

Event description:
It was reported that patient underwent a revision surgery due to patella femoral pain. Patellar component was implanted at this time; patella was not implanted during primary surgery. Per surgeon's standard procedure articular insert was replaced (even if there is no evidence of any associated issues).